Manufacturer narrative:
Investigation is ongoing. Inmode will submit a supplementary report upon completion of investigation.

Event description:
A female patient sustaining neurapraxia following quantum 10 procedure on her face.